Event description:
Pt has sandwich sling (graft synthetic silicone coated sling mesh) placed. One week later, they were slated for I&d (incision and drainage). Additionally, debridement and orchidectomy was performed. Add'l info from physician: cultures from wound show steptococcus - no anaerobes.